Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of seizure is listed in the product instruction for use as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient experienced a seizure following removal of the emboshield nav 6 filter during the xact stenting procedure in the heavily calcified left internal carotid artery. Symptoms subsided and resolved the same day. Computed tomography scans showed a possible contrast leak into the vertebral artery circulation which resolved the following day. A carotid ultrasound showed a patent xact stent. The physician felt the seizure was related to the procedure, but not to the stent or filter. The patient was discharged home neurologically intact. No additional information was provided.